Event description:
It was reported that balloon rupture occurred. The 90% stenosed, target lesion was located in a mildly tortuous and mildly calcified distal left circumflex aretery. A 5.00mm x 8mm nc emerge balloon catheter was advanced. However, after pressurization at 6 atmospheres, the balloon ruptured. It was also noticed that there was superficial calcification at the bent part. The procedure was completed with a different device. No patient complications nor injuries reported.